Event description:
It was reported that the ilet displayed an alert 67 consistent with over/under voltage, with functionality in question and loss of water resistance, and the user was advised to implement backup therapy; troubleshooting and education were completed and a replacement ilet was shipped. Symptoms included no impact to blood glucose. Outcomes included no clinical effect and no medical intervention. Investigation included review of device performance and event details through customer interviews and data synchronization to the mobile app. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."